Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device. The sensor prematurely detached and the customer was unable to monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as lightheaded, exhaustion, fatigue, and had seizure and loss of consciousness. The customer had contact with a healthcare professional, who obtained a healthcare meter result of 41 mg/dl. The customer was diagnosed with hypoglycemia and provided glucose tablets, and additionally insulin (dose/type unknown), for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device. The sensor prematurely detached and the customer was unable to monitor glucose levels. As a result, customer experienced hypoglycemia with symptoms described as lightheaded, exhaustion, fatigue, and had seizure and loss of consciousness. The customer had contact with a healthcare professional, who obtained a healthcare meter result of 41 mg/dl. The customer was diagnosed with hypoglycemia and provided glucose tablets, and additionally insulin (dose/type unknown), for treatment. There was no report of death or permanent injury associated with this event.